Event description:
Reference number (B)(4). Event occurred in bahrain. The patient mother reported that the infusion set tape was not adhering due to patient's mistake on (B)(6) 2026. No further information available.